Manufacturer narrative:
(B)(4). Approximate age of the device - 4 months. The patient remains on vad support. A correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with black ostomy output. An enteroscopy revealed actively bleeding arteriovenous malformations (avms) in the duodenum. The patient was transfused with 3 units of packed red blood cells (prbcs). The patient's anticoagulation regimen at the time included warfarin and IV heparin. The gi bleeding reportedly resolved on (B)(6) 2016.